Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. The photo returned only shows the batch information. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: the complaint will be reopened if a sample becomes available. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as no sample was returned and it is not possible to perform any investigation on the reported defect based on the photo returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: today, another example of IV needle with leakage / reflux. Same station. Today it is a (B)(6) k. Gets brought pvk by our student. Rinse with nacl. Then the leak. No medicine.